Event description:
It was reported the patient experienced fever for 2 months and was hospitalized for treatment during that time. She also had a history of dyspnea and arrhythmia. Echocardiogram showed severe aortic regurgitation and fluoroscopy revealed one leaflet of the aortic valve was missing. The valve was explanted and replaced with a sjm regent mechanical valve. CT angiography showed the leaflet was in the common iliac artery above the bifurcation. The leaflet was removed and sent for culture of vegetation present. The leaflet showed damage with a missing ear portion. The device history record for this valve was examined to ensure that each manufacturing and inspection operation displayed the appropriate signature and date, indicating the process was performed in accordance with sjm specifications. Each operation for the manufacturing and inspection of this valve and its packaging displayed the appropriate signatures and dates. The patient was reported to be recovering and additional information has been requested.